Event description:
Loaded the softec hdo lens, 23.25 diopter in the alcon monarch iii cartridge with endocoat viscoelastic as per the usual process. Upon inserting the lens, the ophthalmologist noted the body of the lens tearing. He proceeded to cut the lens out without capsule damage and inserted the new lens of the same model and power without incident.